Event description:
The provider states the hub broke off and when it broke off, caused wheel to come off, damage to the shroud as well as the joystick. He states the end user was dumped from the chair but no injuries occurred to the best of his knowledge. (B)(4).